Manufacturer narrative:
Siemens is in process of evaluating the event. The root cause for the event is unknown.

Event description:
Customer reported discordant results on multiple parameters. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the instrument data files which indicate that the aqc results passed. The data suggests pre-analytics such as inadequate mixing and de-bubbling between replicates, introduction of an interference and/or dilution possibly by a nacl solution in nature may have been contributing factors. The root-cause could not be confirmed as the measurement cartridge was not returned for internal analysis.

Manufacturer narrative:
The sodium and potassium results were inadvertently omitted. (B)(6).